Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The de novo target lesion was located in the moderately tortuous left anterior descending artery. A 28x4.00mm promus premier drug-eluting stent was advanced for treatment. However, the stent strut was deformed during introduction inside the lesion. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 28 x 4.00mm stent delivery system (sds) was returned for analysis with the stent separated from the delivery system. A visual examination of the stent found the stent to be separated from the device with the stent bunched and damaged. The outer diameter of the device could not be recorded due to the damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure with crimp marks still visible in the balloon body. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found a polymer extrusion kink 175mm proximal to the distal tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The de novo target lesion was located in the moderately tortuous left anterior descending artery. A 28x4.00mm promus premier drug-eluting stent was advanced for treatment. However, the stent strut was deformed, preventing its smooth introduction inside the lesion. The procedure was completed with a different device. No patient complications were reported.